Event description:
On (B)(6) 2010, the customer called and stated that she could not find a specific study for a patient.

Manufacturer narrative:
Product was evaluated remotely after the complaint was taken. The device was evaluated remotely, we accessed the customers database.: summary of evaluation: on (B)(6) 2010, (B)(6), rad tech from the clinic, called and stated that they are unable to find the studies for 2 specific patients. Stryker was unable to locate the studies on the system which appeared to have been lost. On (B)(6) 2010, further investigation into the issue revealed the following: during the week of (B)(6) 2010, stryker representatives attempted to upgrade the customer at (B)(6) orthopedic surgeons ((B)(6)) from an older version of the office pacs software application to a newer version by setting up dual servers. One for legacy (3.4d) studies and one for new (power 4.1 sp3) studies. There was also an upgrade effort for the external raid enclosure hardware to go from an outdated inline system to a new raid storage system made by ibm. This investigation revealed that during the upgrade a number of studies were lost from the customer's data set. This occurred between the dates of (B)(6) 2010 through (B)(6) 2010 during which the clinic generated patient studies. The studies were locally generated at the clinic and contained cr type x-ray images. At this time it is unclear whether the study loss was due to incomplete/incorrect transfer of old data or due to an invalid configuration of the dual system setup at the time. The most probable root cause appears to be related to insufficient data transfer procedures, the lack of a documented process, and instructions for system configuration during upgrade efforts in order to ensure the preservation and fidelity of customer data. The clinic has not reported any patient harm as a result of the patient data loss. The lost data is compromised of cr type x-ray studies performed between (B)(6) 2010 through (B)(6) 2010 only.